Event description:
Received summons alleging customer was injured when she was positioning herself to get into her vehicle, she released the joystick to the neutral position to stop, the braking system failed and she ran into her vehicle door.

Manufacturer narrative:
The device is not available for evaluation. A follow-up report will be issued if more information or if the device becomes available.